Event description:
It was reported that post implant it was discovered that the device had reset and was in vvi mode. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.